Event description:
Reportable based on device analysis completed on 23nov2022. It was reported that the 7f guidezilla would not advance through a 7f guide catheter. A 7f guidezilla ii guide extension catheter was selected for use. During the course of the procedure, the 7f guidezilla would not advance/fit through a 7f guide catheter. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the shaft was partially detached within the collar.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The device was visually and microscopically examined. There was blood present in the shaft of the device. The shaft was partially detached within the collar, with no sign of damage to the collar. The shaft was kinked just distal to the collar of the device. From the kink of the device to the tip, the shaft, markerband and tip were flattened. The severity of the flattened shaft varies from minimal to severe within the flattened segment. The damage found would cause resistance upon guide catheter entry and can prevented the device from advancing. No other issues were identified during the product analysis.